Event description:
There was an allegation of questionable elecsys hiv duo results for two patients and qc material from the elecsys hiv duo cobas pure e 402 analytical unit. Patient 1 results were 0.922 coi (non-reactive), 0.354 coi (non-reactive), and 0.776 coi (non-reactive). On 05-jun-2026, patient 2 results were 1.06 coi (reactive), 0.345 coi (non-reactive), and 0.356 coi (non-reactive). No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The cobas pure e 402 analytical unit serial number was (B)(6). The investigation was unable to determine a specific root cause. The issue was consistent with a faulty calibration of hivag when the preclean bottle was swapped with a procell bottle by the customer. Per product labeling for the assay: all initially reactive samples (results = 1.0 coi) should be re-determined in duplicate with the elecsys hiv duo assay. Repeatedly reactive samples must be confirmed according to recommended confirmatory algorithms. Confirmatory tests include western blot and hiv rna tests. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings. The elecsys hiv duo assay performed within specification.